Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. Reportedly, the contact discussed the high bg with a healthcare provider and possibly make some changes to the pump settings.